Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11218 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional, changed, and/or corrected data: a.2., b.5., d.4., h.4.

Event description:
This is follow up#1 to report on (B)(6) 2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a left intercostal lung hernia and was implanted with strattice device lot s11218-175 on (B)(6)2013. The patient underwent a "re-operative left thoracotomy; pneumolysis; repair of recurrent intercostal hernia with gore-tex dual mesh; placement of left internal jugular vein triple-lumen catheter for perioperative management; left lower lobe wedge excision of lung for permanent pathology¿ on (B)(6) 2018. From (B)(6)2013, patient sought treatment for ¿worsening pain in left chest; bulge that would increase with valsalva maneuvers; left intercostal hernia; left lung hernia; left anterior-lateral thoracotomy; repair of intercostal hernia measuring 20 x 15 cm with biologic mesh; intercostal block; placement of intrathoracic drain; left subclavian vein catheter placement.¿ in 2013, patient sought treatment for ¿follow up care for hernia.¿ in 2018, patient sought treatment for ¿luq pain and swelling; worsening left anterior chest pain; herniated lung.¿ from (B)(6)2018 to (B)(6)2018, patient sought treatment for ¿left chest wall pain; gradual increase in bulging, increase pain and dyspnea on exertion; herniated lung; repeat left thoracotomy, repair of recurrent intercostal hernia with gore-tex dual mesh; placement of left internal jugular vein triple lumen catheter for perioperative management; and lll wedge excision of lung.¿ beginning in 2019 to the present, patient sought treatment for ¿pain in left lateral abdomen; large hernia on l flank, abdominal pain; abdominal distention; anxiety; depression.¿ in 2022, patient sought treatment for ¿bruise in hernia repair area; evaluation of intercostal hernia.¿ in 2022, patient sought treatment for ¿evaluation of intercostal hernia; shortness of breath; left chest wall hernia with mesh.¿ from 2018-2023, patient sought treatment for ¿intermittent, unpredictable, sharp pains along left lower/lateral chest; recurrent chest wall hernia.¿ from 2016-2018, patient sought treatment for ¿primary care; abdominal and chest pain.¿ the ppf form also indicates the patient was implanted with a non-abbvie device, "gore-tex dual mesh¿ serial (B)(6) during the (B)(6)2018. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6)2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2013. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.